Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a urinary tract infection and burning with urination. It was noted the patient was prescribed cipro for five days. It was reported the patient¿s symptoms resolved without sequelae on (B)(6) 2011.

Manufacturer narrative:
Product ID: 3093-28, lot# v100936, implanted: (B)(6) 2008, product type: lead; product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer.